Event description:
Information was received via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. The rep mentioned that the patient had a previous issue with adaptive stim, but that was resolved and about the last 6 months the patient noticed stim hasn't been working as well as before. The rep clarified that patient is feeling stim but not always in the right place as their pain pattern sometimes shifts from left to right. The rep indicated that patient notices sometimes after recharging (not right after, sometimes a couple hours later), the amplitude will increase on it's own and they will have to readjust it. The rep indicated group b that patient uses most of the time is a non-adaptive group. It was reviewed to attempt reprogramming to get stim in the right location and to avoid programming on high impedance electrodes (3 and 5) but other electrode and group impedances appear normal. Technical services suggested to have patient monitor when amplitude increases as it should not be increasing on it's own and make sure patient isn't pressing buttons erroneously. No symptoms were reported. No further complications were reported